Event description:
Caller reported a malfunction on the pump, specifically malfunction code 16-0x20e6. There was no reported adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.